Manufacturer narrative:
The product was not returned for analysis. A review of the manufacturing documentation associated with this lot 17614109 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a superficial femoral artery crossover case, the wire was advanced in the case of calcification obstructive case. When the wire has gone partway, spread the part passing through the true lumen with a balloon. The saber x 4 mm × 100 mm balloon was used to expand it but the balloon burst. The procedure ends with non-cordis product. Approach superficial femoral artery (sfa). There was no patient injury reported and the product will be returned for analysis. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was not ever in an acute bend. The balloon inflated normally. The maximum inflation pressure was at 18 atm. The product was removed intact (in one piece) from the patient. The patient is currently doing fine. Additional procedural details were requested but are unknown.

Manufacturer narrative:
During a superficial femoral artery (sfa) calcification obstruction crossover case, a 4x100mm 155cm saber balloon catheter was used to expand it, but the balloon burst. The procedure ended with a non-cordis product. There was no patient injury reported. An approach was made in the sfa. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). The same indeflator was used successfully with other devices. The wire was advanced, when the wire has gone partway, spread the part passing through the true lumen with a balloon. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was not ever in an acute bend. The balloon inflated normally. The maximum inflation pressure was at 18 atm. The product was removed intact (in one piece) from the patient. The patient is currently doing fine. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17614109 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (calcified obstructed lesion) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.